Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the smart remote manager was inaccessible. A field service engineer confirmed that the issue was resolved by customer. The customer manually failed smart remote manager to resolve the issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed and device not detected on bus. The customer reported that there was a delay in dispensing the medication to patients. There were no adverse events or injuries reported based on this event.